Event description:
It was reported that this left ventricular (lv) lead exhibited possible loss of capture (loc). Technical services (ts) reviewed the device data and noted high capture threshold and a decrease in pacing impedance on this lv lead. Review of the data indicated the lv pacing did not appear to capture at the programmed settings. Ts suggested to further evaluate. No adverse patient effects were reported. The lv lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)